Event description:
Subsequently, additional information received states that the access site is the femoral artery. Also, manual compression was applied to achieve hemostasis.

Manufacturer narrative:
(B)(4). Physician's name was initially reported as dr. (B)(6) but has been updated to dr. (B)(6).

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the suture broke during knot advancement. It is not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.